Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-may-2018 with the following findings: there were unexplained pump reboot events observed in the black box. The returned battery cap had stripped threads and was unable to maintain an electrical connection. A test battery cap was able to fit to the pump and maintain power. The pump was exercised for 24 hours with no further power interruptions observed.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.